Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, receiver and smart device were froze on a cgm value of 201. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed. Unit has no voltage, no share log data, and no other indication of a problem found. A root cause could not be determined.